Event description:
Related manufacturer report number: 1627487-2019-04753. It was reported patient experienced radicular pain in buttocks. X-rays revealed no lead migration. As a result, surgical intervention was undertaken during which the s2 and s3 leads were explanted. Post-operatively, the issue resolved.